Manufacturer narrative:
Information received from the zoll service technician on 09 december 2019, stated that the hospital's biomed was able to clear the air trap alarm by cleaning the air trap block on the thermogard console (sn (B)(4)) and was placed back in service and further information was not provided as the customer retained the service record.

Event description:
At an unspecified time during ivtm therapy, the thermogard console (sn (B)(4)) alarmed with a mid:09 (air trap assembly) error message. Following this, another console was used to complete ivtm treatment. There was no known patient consequence reported.